Event description:
As reported by user facility, event 3: just used product # bb-sl-2010m2096 bloodlines and it will not pass test. The bloodline with venous bubble busted and fluid is coming through venous bubble.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample in open packaging and fifteen (15) unused samples in original packaging were returned from the facility for evaluation. All sixteen samples underwent a visual evaluation. It was observed that one sample was used in open packaging, while the remaining samples were enclosed in their original packaging and unused. No visual defects were detected during the examination, with particular attention given to the venous line pod membrane. No signs of cracked pod housing were observed in any of the samples. The samples underwent leak testing, and no leakages were found. To assess the integrity of the venous line pod membrane, a syringe was attached to tubing connected to the pod housing, and pressure was applied and released. No tears were observed in the pod membrane. Based on the evaluation results, the reported defect of pod malfunction was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with (B)(4) of the FDA esg help desk.